Event description:
The iab was inserted with difficulty into the patient on 9/22/96. On 9/23/96 after iabp for 22 hours, the "rapid gas loss" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and a second was inserted into the patient. Multiple event to complaint number 96-00157. Event complications: unk - reported 10/18/96. Patient's current status: stable-rpt'd 10/18/96.

Manufacturer narrative:
Device label codes: 1701, 1738. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.